Manufacturer narrative:
The fsr replaced the level sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the tip of the level sensor to be damaged and unusable. He attached the sensor to a lab use only (luo) level module and a luo reservoir. The unit displayed a 'level: not attached' message. Per data log review, the log does show when the level detection was turned on, it alarms. There is no way to tell from the log what the level probe was attached to or if there was actually air present.

Event description:
The field service representative (fsr) reported that during field installation of the device, the level sensors were alarming on the thin side of test fixture. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.